Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there are missing pixels on the touchscreen. Customer had elevated blood glucose levels (309 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Reportedly, customer has a back up pump and manual injections for continued insulin therapy.